Manufacturer narrative:
Device evaluation by manufacturer: visual analysis of the returned device revealed that blood was present inside and outside of the device. The stopcock was removed from the manifold and the waste bag was cut off when received, and neither component was returned. There was no damage to the manifold where the stopcock was attached. Visual inspection revealed numerous kinks throughout the device. The catheter shaft was torn in two locations, 71.5cm-71.9cm, and 73.9cm-74.2m distal of the strain relief, causing holes in the shaft. The shaft was also damaged at the distal end, at the proximal and distal windows (1.9cm, 2.0cm, and 24cm proximal of the tip). Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter broke while inside the patient. An angiojet solent omni catheter was selected for a thrombectomy procedure of the right superficial femoral artery (sfa). After two passes, the catheter broke. When the third pass was about to begin, it was noticed that the catheter was broken so it was not used to re-enter the patient's body. The procedure was completed with a different device and different model. The patient had no adverse effects and is fine.